Event description:
It was reported to vyaire medical that respiratory therapist unplugged the ventilator and plug into a new outlet and battery went dead during use on a patient on the lap top ventilator. The customer reported patient was bagged with a manual resuscitator (ambu-bag) and was placed on a different ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.